Event description:
The field sales associate reported the following: on (B)(6) 2013, the patient was undergoing treatment with a comfortable gore tag thoracic endoprosthesis. It was reported the patient was previously implanted with a non-gore device in the abdominal aorta. Due to the previously implanted abdominal graft, the physician reportedly could not advance the ctag device past the abdominal aorta into the thoracic aorta. The physician elected to remove the device from the patient. It was reported that upon withdrawal of the undeployed ctag device, the device caught on the non-gore graft causing the comfortable gore tag thoracic endoprosthesis nitinol wire flares to stretch and distort. The physician then reportedly continued withdrawal of the device. Hover, during this final withdrawal, the sharp edge created by the distorted flares dissected the internal iliac artery. It was reported the physician decided to perform a femoral artery to femoral artery bypass to repair the dissected artery. It was reported the physician decided to perform a femoral-femoral bypass to repair the dissected artery. Final angiography showed the bypass was a success with no injuries. The patient tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.